Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing sets distal to the air eliminating filters. The tubing sets were being used to deliver unspecified solutions, at unspecified rates, via gemstar pumps. After unspecified lengths of time, unspecified volumes of air, reported as little bubbles, were noted distal to the filters of the tubing sets. It was reported that unspecified volumes of bubbles were delivered to the patients. There were no reports of adverse patient effects and no reported delays in critical therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.